Manufacturer narrative:
No button response due to corroded keypad traces. No ramping or scrolling numbers noted. The insulin pump had cracked battery tube threads, case window display corner and scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not performed. The device was returned for analysis.